Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred after filling the cartridge with 490 units. Blood glucose level was in the 200's (mg/dl). Reportedly, the customer reloaded the cartridge successfully and resumed therapy.